Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy, the stapler was able to fire but the central staple line was incomplete. This resulted to unexpected tissue damaged due to seamless and unstitched tissues and bleeding. The event resulted to extended surgical time of 30 minutes or more. To complete the procedure, the surgeon sutured the staple line with thread. The was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint event. Video inspection noted that the reload was able to fire. All staples were deployed and the tissue cleanly transected. Bleeding was noted at the staple line. Physical inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.